Event description:
Adult resuscitation bag was removed from its manufacturer's packaging and a tear was noted in the plastic oxygen reservoir bag. This was noted while attempting to resuscitate the patient during a cardiac arrest. The patient transferred to ICU and expired two days later.